Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: (B)(6) 2011. Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent occlusion occurred. In (B)(6) 2011, a 20mm x 2.75mm taxus¿ element¿ drug-eluting stent was implanted to treat the target lesion. Patient only under kardegic since 2013 after stopping plavix. In (B)(6) 2014, the patient needed an ¿emergent occlusion decontraction¿ of the stent implanted in (B)(6) 2011¿ responsible of sca st+¿. Additional information has been requested and is not available.